Event description:
It was reported that this pacemaker was exhibiting accelerated premature battery depletion (pbd) on more than one occasion. Subsequently the patient underwent a revision procedure and this product was explanted and replaced. No adverse patient effects were reported.